Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the pump did not have sound when it was powered on. The unit was triaged and the customer¿s reported condition was confirmed. The root cause was found to be fluid ingress causing a short. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/19/2017. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on 8/29/2017, service found that the pump did not have sound when it was powered on.